Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer is having irritation with scant bleeding of the peristomal skin since hospitalization with surgery for ostomy. The bleeding has stopped. He is crusting with stomahesive powder without barrier film; using water only. He has measured the stomal opening and is willing to try convexity. Complainant has confirmed that product lot number is not available and that the lot number is not retrievable. Product use and skin care instructions provided.